Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt had an unexpected postoperative outcome. In the opinion of the surgeon, it is unk whether the device caused or contributed to the event. The surgeon plans to exchange the lens after the pt seeks a second opinion. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved d cartridge was used, the handpiece info is unk and the viscoelastics used was approved viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2012. Additional info was received in a f/u phone call on (B)(4) 2012. (B)(4).